Event description:
Al eak of a chemotherapeutic agent. The pt was receiving 500ml of etoposide. The customer contact reported that after 75% of the solution was delivered, the nurse noted that the chemotherapy was leaking from the air vents on the filter. The delivery was stopped. The chemotherapy was cleaned up accoroding to the hosp's protocol. The filter extension set was placed and the therapy was resumed. There were no reported adverse effects to the pt or clinician.